Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as a defective photometer lamp. The fse replaced the photometer lamp to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for multiple analytes on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.